Event description:
It was reported that during routine generator exchange that part of the lead ring fell off on the right ventricular (rv) lead. The physician elected to keep the same rv lead. There were no patient consequences.